Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged main tube. The main tube metal tabs were found to be dislodged from the slots at the distal end. As a result, the instrument failed intuitive motion. Additional observation related to customer reported complaint: the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument failed to move intuitively with full range of motion in all directions on several attempts. The grips opened and closed properly. The instrument was not fully functional and did not follow the mtm command smoothly.

Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, the 8mm vessel sealer extend (vse) will not follow commands. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon's head was inside the stereo viewer when the issue occurred. The surgeon was attempting to manipulate the instrument. The failure was related to the inability to move. The movements of the surgeon did not scale appropriately, there was lesser movement. The instrument moved in the opposite direction from what the surgeon intended. The timing of the movement was fine, but in the opposite direction. There was no shakiness or friction observed. There were no external collisions. The issue was persistent. The instrument was removed from use. There was no damage or abnormality noted. There was nothing noticed out of the ordinary. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.